Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned. A full breach insulation degradation was noted at 4.5 cm from the connector pi. External abrasions breaching the outer insulation were noted at multiple locations. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.